Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the returned neurostimulator model 97714, serial #(B)(4) showed no anomalies.

Event description:
It was reported that the patient had difficulty recharging (needed to charge too long) their implantable neurostimulator (ins). Diagnostics and troubleshooting included testing the best area on the patient for recharging with no good contact results seen. There was no reported product issues but it was determined that the ins was implanted too deep. The patient and their doctor decided to use a non-rechargeable ins model instead of a rechargeable model. The old ins was then explanted and new, non-rechargeable ins model was implanted on (B)(6) 2014. The patient was reported as doing as well as they were with their previous device system. There were no reported patient symptoms or complications as a result of the event. The patient outcome from the surgery was noted as recovered without sequelae and that they were receiving effective therapy. If additional information is received, a follow-up report will be sent.